Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (25 mg/ml at 19.162 mg/day) via an implantable pump. The indication for use was non-malignant pain/chronic low back pain. On (B)(6) 2015 it was reported that the patient arrived at the ER (emergency room) in critical condition. The patient had an altered mental status, was unconscious, and was intubated. The symptoms came on suddenly. Per the patient's daughter, the pump was filled two days ago. The diagnostics performed, cause of the symptoms, and actions/interventions taken to resolve the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.